Event description:
At the gamma long nail surgery, the set screw would not locked into groove. The surgeon replaced the set screw and it inserted successfully after adducting the affected leg (injury side) and re-inserted the set screw again.

Manufacturer narrative:
Na.